Event description:
Siderail functions were working intermittently.

Manufacturer narrative:
Technician found siderail cables were old version and showing wear. Technician replaced siderail cables and ucms to resolve.